Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: during investigation, a crack was found at the bottom of the display lens. Unrelated to the original complaint, a crack in the base was found between the case seal and the keypad. Additionally, the cover was cracked between the corner of the lens and the case seal. The display was dim and pink.